Manufacturer narrative:
This report is submitted on february 25, 2021.

Event description:
Per the clinic, the patient experienced an infection (site of infection unknown) which was treated with oral and IV antibiotics. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on 22 mar 2021.